Manufacturer narrative:
E1: initial reporter: (B)(6).

Event description:
It was reported that the blade was damaged. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee artery. A 3.5mm x 15mm wolverine coronary cutting balloon monorail was selected for endovascular therapy. During the procedure, it seemed that the blade was bent and partially lifted due to tortuous area of the anterior tibial artery (ata) blood vessel and was severely calcified. The procedure was completed using the original device. No complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination found that a proximal section one of the blades and pad measuring approximately 6mm had lifted from the balloon material the lifted section of blade was also noted to be bent. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The balloon was filled with denoised water to facilitate an examination of the blades. No issues were found with the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device.

Event description:
It was reported that the blade was damaged. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee artery. A 3.5mm x 15mm wolverine coronary cutting balloon monorail was selected for endovascular therapy. During the procedure, it seemed that the blade was bent and partially lifted due to tortuous area of the anterior tibial artery (ata) blood vessel and was severely calcified. The procedure was completed using the original device. No complications were reported.